Event description:
Patient reports that he underwent surgery, in dec. 1992, involving implant of screws right and left sides for pain, disk rupture #4, 5 and 6 also fusion with bone chips. Patient reports pain from and removal of portion of implants in jan. 1993. Patient reports that he may need additional surgery.